Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported the asymptomatic patient presented to clinic after receiving an alert for non-sustained rv oversensing. Lead fracture was suspected. Lead was explanted and replaced.